Manufacturer narrative:
A maquet field service technician (fst) inspected the device and found several damaged parts. There were missing lenses and broken gaskets. The customer also related to the fst that no regular maintenance had occurred since the device was installed. Maquet believes that the deterioration of the peripheral seal was the result of a lack of preventive maintenance. The angenieux series operating manual specifies that annual maintenance and inspections should be performed. The fst suggested to the customer that the device should not be used until it is repaired or replaced. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that debris were falling from the lights into the sterile field. No patient or user harm were reported to maquet. (B)(4).